Event description:
The consumer reported receiving several small blisters and burn marks on her back and arm from sleeping on the heating pad. Using a heating pad in bed is contrary to proper use instruction.